Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. Most of the time the impedance measurements were in range with occasional spikes to higher values. It was noted that the right atrial impedance measurements were variable over the past year. The plan is continue to monitoring. Currently, the product remains in service and no adverse patient effects were reported.